Event description:
It was reported by service report that the footboard had broken end modules and there was a bad com cord. No adverse consequences were reported.

Manufacturer narrative:
Result: broken footboard modules.